Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawire used in the procedure was not returned. So, functional testing consisted of using a test rotawire drive floppy. The test wire was inserted into the annulus of the burr and advanced through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotablator control console. During functional testing, the brake engaged when the foot pedal was pressed and held the wire in place.

Event description:
It was reported that the wire no longer lock after using the device. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the wire was no longer locked after using the device in lad for 5 to 6 times and has moved even during high-speed rotation, therefore, it was concluded as unsafe, and the use was discontinued. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the wire no longer lock after using the device. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the wire was no longer locked after using the device in lad for 5 to 6 times and has moved even during high-speed rotation, therefore, it was concluded as unsafe, and the use was discontinued. The procedure was completed with another of the same device. There were no complications reported.